Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to electromagnetic interference (emi) noise oversensing. The s-ICD system was reprogrammed and remains in service. No adverse patient effects were reported.